Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10jun2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Clinical code (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in (B)(6) 2021. Fiducial markers were placed transperineally during the same procedure. The patient began intensity modulated radiation therapy (imrt) in (B)(6) 2021 and completed it in (B)(6) 2022. In (B)(6) 2022, the patient noted to the placing physician that he was experiencing rectal frequency, rectal urgency and rectal pain. The patient's symptoms began during the second half of his radiation therapy. The patient's prostate specific antigen (psa) had fallen to 0.2 or 0.3. Due to severe rectal pain and fecal incontinence, the patient went to the emergency room. The patient possibly experienced fevers at home. A fluid collection between the prostate and the rectum was visible on a computed tomography (CT) scan and was diagnosed as an abscess. Rectal examination revealed tenderness but nothing was fluctuant. Transrectal ultrasonography (trus) was performed on the patient two days later in the office, and it revealed a solid heterogeneous lesion. The transperineal biopsy of this tumor by the physician revealed fibrosis and inflammation but no findings that were indicative of prostate cancer. When the needle was inserted transperineally, no fluid was found. The patient was treated with percocet for pain. A flexible sigmoidoscopy will be performed. Magnetic resonance imaging (MRI) will be performed and the patient will be treated to manage symptoms.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in (B)(6) 2021. Fiducial markers were placed transperineally during the same procedure. The patient began intensity modulated radiation therapy (imrt) in (B)(6) 2021 and completed it in (B)(6) 2022. In (B)(6) 2022, the patient noted to the placing physician that he was experiencing rectal frequency, rectal urgency and rectal pain. The patient's symptoms began during the second half of his radiation therapy. The patient's prostate specific antigen (psa) had fallen to 0.2 or 0.3. Due to severe rectal pain and fecal incontinence, the patient went to the emergency room. The patient possibly experienced fevers at home. A fluid collection between the prostate and the rectum was visible on a computed tomography (CT) scan and was diagnosed as an abscess. Rectal examination revealed tenderness but nothing was fluctuant. Transrectal ultrasonography (trus) was performed on the patient two days later in the office, and it revealed a solid heterogeneous lesion. The transperineal biopsy of this tumor by the physician revealed fibrosis and inflammation but no findings that were indicative of prostate cancer. When the needle was inserted transperineally, no fluid was found. The patient was treated with percocet for pain. A flexible sigmoidoscopy will be performed. Magnetic resonance imaging (MRI) will be performed and the patient will be treated to manage symptoms.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01jun2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10jun2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: clinical code e e2326 captures the reportable event of inflammation clinical code e 2330 captures the reportable event of pain clinical code e 2327 captures the reportable event of necrosis clinical code e 2313 captures the reportable event of fibrosis clinical code e 232401 captures the reportable event of incontinence, fecal. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.